Event description:
Device 3 of 3; reference MFR. Report# 3006705815-2019-00266, 1627487-2019-00886.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#: 3006705815-2019-00266, 1627487-2019-00886. It was reported that the patient may undergo surgical intervention to explant his scs system. The reasoning for explant is currently unknown.

Event description:
Device 3 of 3: reference MFR. Report#: 3006705815-2019-00266, 1627487-2019-00886. Follow up revealed that the patient's system was explanted, due to the patient no longer requiring it for pain management.